Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient lost consciousness and fell due to hypoglycemia. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod longer than 48 hours in the abdomen. The patient was treated with apple juice.